Event description:
An operator was loading patient samples on an advia (B)(4) while the system was still operating. The sample probe struck the operator's hand and pierced the skin. The operator was treated at a medical center. The customer did not provide any further information.

Manufacturer narrative:
After further investigation it was determined that the cause of the event was due to operator error. The operator did not follow the instructions stated in the operator's guide. The instrument is performing within specifications. No further investigation is necessary. As per the advia chemistry (B)(4) operator's guide: before starting a run, you must load control and calibrator samples on the onboard sampler. Make sure that on the operation panel, the load status indicator line is green and that sample load ok displays.